Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had four surgeries to fix the pump since (B)(6) 2018 and had been going through withdrawal since (B)(6) 2019 right after (B)(6). The therapy seemed to work on and off since then. The hcp gave the patient more oral medication to try to resolve the issue. A catheter x-ray was done on (B)(6) 2020 and they discovered the catheter was intact. The bolus wasn't lasting as long "therapeutic wise" since (B)(6) 2019 around (B)(6) and the patient's pain was increased since that time. The patient was waiting to hear from the hcp regarding testing the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown dose and concentration) via an implantable pump. It was reported there was something going on because the patient was not getting the therapeutic dose. It was noted that the patient's pain pump was not working. It was noted that the patient was going through withdrawal of fentanyl. It was noted that something was not right and the healthcare professional (hcp) was trying to figure it out. It was noted the issue started sometime this month ((B)(6) 2020). It was noted the patient was not getting pain relief like before. The patient was redirected to follow up with healthcare professional (hcp). No further complications were reported.